Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure, the basket was unable to open because the wire detached from the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
Pt age: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure, the basket was unable to open because the wire detached from the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ additional information received as of (B)(4) 2015. The complainant reported that the sheath was torn/split.

Manufacturer narrative:
Additional information although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure, the basket was unable to open because the wire detached from the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ additional information received as of march 11, 2015. The complainant reported that the sheath was torn/split.

Manufacturer narrative:
Visual analysis of the device found the basket to be fully retracted/closed, the coil assembly was buckled and the side car-rx presented pushback out of specification. The length of the side car-rx was also damaged. The outer sheath was found to be torn adjacent to the heat shrink and pushed distally. A functional evaluation to extend and retract the basket was unsuccessful because of the sheath damage. The sheath was then held manually and when the basket was actuated, it was able to extend and retract with some resistance most likely due to residue inside the product. Additionally, the pull wire was found to be intact. The condition of the returned incident was not consistent with the complaint that the pull wire detached/separated. The pull wire was found to be intact, therefore, the most probable root cause classification for the reported failure is ¿not confirmed.¿ a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.